Manufacturer narrative:
Product event summary # (B)(4): it was reported that two controller ac adapters, (B)(4), were unable to provide power. Two (2) controller ac adapters were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed at the bench level. Failure analysis of the returned devices revealed that the units passed visual inspection but failed functional testing due to an open input fuse. The most likely root cause of the reported event can be attributed to an open fuse, due to a combination of a reduced fuse in-rush current rating along with the absence of a current-limiting thermistor. An internal investigation was initiated for open input fuses associated with controller ac adapters, catalog number 1430xx. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿controller ac adapter. Controller ac adapter / (B)(4)/ model #: 1430de / expiration date: unknown. UDI #: asku. Yes, return date: 2015-05-15. Mfg date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controller ac adapters were unable to provide power, and the light emitting diode (led) was off. The connection was checked. Both adapters were exchanged without reported patient consequences.